Event description:
It was reported by the patient that following a storm, the remote monitor power light rapidly flashed on and off "non stop." Attempts to reset the monitor were not successful. A new power cord was being sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.